Event description:
The user facility reported that the evis exera iii gastrointestinal videoscope had an internal leak form the distal tip, and the distal tip had a few little cracks on it. There was no patient or user injury reported. The subject device was received at an olympus service center for evaluation. During inspection and testing, service found the insertion tube was stiff. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: insertion tube became stiff due to failure of the variable stiffness mechanism. Insertion tube has become stiff due to the internal elements becoming stretched and/or shrunk. The event can be detected/prevented by following the instructions for use: operation manual 3.3 inspection of the endoscope operation manual important information. Please read before use. Warnings and cautions during the device evaluation, it was found that the instrument channel tube (ch-tube) was damaged and leaking. The insulation resistance value at the distal end did not meet specifications due to a scratch on the camera cover (c-cover). The bending angle in the up direction did not meet specifications due to wear of the angle wire. The adhesive on the bending cover (a-rubber) was chipped. Switch 1 was deformed. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.